Manufacturer narrative:
(B)(6).

Event description:
The customer reported "check the monitor's audio alarms". Further information indicated that the alarms sound indication did not work. The device was in clinical use at the time the issue was discovered; there was no allegation of an adverse event or any patient or user harm.